Event description:
It was reported that the patient had problems recharging. She was unable to get bars to darken, all 8 bars stayed on recharger but were clear/not filled in. The device was implanted in old device pocket and the company representative suspected it was tilted downward. An x-ray was taken. It was determined that the battery had been implanted too deep. The patient had surgery to revise the pocket. The battery was moved to a more lateral position. Recharging was tested in the operating room and all 8 black boxes were obtained.

Manufacturer narrative:
.